Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system ((B)(6)) having a dark display screen accompanied by a prolonged alarm tone was confirmed during functional testing. The system's event log data file indicated that mid:27 (eeprom) was displayed while the screen was dark. The root cause was identified as a malfunctioning input/output printed circuit board (I/o board), likely due to failed components. To remedy the problem, the defective I/o board was replaced. Following service, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
While performing preventative maintenance, the distributor encountered an issue with the thermogard xp ivtm system ((B)(6)). The system showed mid:27 (eeprom), and the display screen remained dark with a long alarm tone. No patient involvement.